Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, patient's receiver displayed blood glucose values only during the calibration phase of usage. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a receiver displaying blood glucose values only during the calibration phase of usage could not be determined. A root cause could not be determined.